Event description:
The customer reported the m3538a battery shorted out taking out of charger. The battery is dead and can no longer be boosted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.